Event description:
It was reported that noise was observed in the lead after vt ablation procedure. The lead was capped. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead serial number previously reported as serial (B)(4). This notes the correct serial number.